Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead.

Event description:
Information received from the patient reported that the doctor did not connect the lead components of the implantable neurostimulator (ins) system for implant. The indications for use for the implanted device were noted as non-malignant pain and spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. On 2016-03-16 patltr (con): additional information was received from the patient on march 16th 2016 stating that they were in severe pain and the battery would get hot. An x-ray and computer tomography (CT) were conducted and revealed that the leads were never anchored down how they were supposed to be. The symptoms related to the lead connection issue had resolved after the replacement surgery on (B)(6) 2015. The patient noted that they resolved the minute it "turned on the machine".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.